Event description:
Additional information received indicates the patient also experienced pain at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced for a smaller ipg. .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the pain at the pocket site has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is moving in the pocket site due to weight loss. Surgical intervention may take place at a later date.